Event description:
It was reported during a laparoscopic cholecystectomy the er320 clip applier would not hold a clip in the jaw. The instrument shoots unformed clips out of the jaws. Another er320 was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw no, damaged jaws yes, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other on, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform no, firing: form conform no, jaws: hold clip no, jaws: inside width at tips .219, lockout functional yes and number of clips fed and formed. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.